Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain.it was reported that the ins was turning on/ off unexpectedly. Patient reports that therapy is turning off by itself. Patient reports she had reprogramming done on thursday because she was having a lot of pain on her feet/ leg and since then when she lay down the therapy turns off and setting goes to zero. Patient stated she adjusted the laying settings and it goes back to zero. Patient reported that the stimulation turning on/ off was related to positional movement. It was a daily occurrence. Patient confirmed ins is 80% charged and controller is 80 % charged and adaptive stim. Group b = first week group c = second week upright 4.4v laying down 2.4v. Patient does have adaptive stim feature. Troubleshooting resolved the reported issue with adaptive stim settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.